Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother received a notice about a voluntary recall on customer's insulin pump. The call back is due to the scroll warp feature and involves accidental button pushing. Customer's mother stated customer has not encountered any issues regarding the scroll feature but would like the device replaced. Customer's blood glucose was 215 mg/dl. Nothing further reported.